Event description:
It was reported that the patient received inappropriate therapy due to noise on the atrial and ventricular channels. The device was programmed off pending lead replacement, but due to the patient's poor physical and mental state, the physician elected to do nothing. The patient was admitted into a skilled nursing facility.

Event description:
When the patient received a new device, the physician capped the high voltage portion of the chronic lead. The pace/sense portion of the lead remains active.